Event description:
The customer reported that after placement in the ostomy, when inflating the balloon with physiological water, it exploded and did not yet reach the 20 ml limit (at 15 ml). There was no patient harm reported.

Manufacturer narrative:
A non-conformance review was conducted for lot 2325116464 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We are unable to associate this reported issue with an open CAPA due to no photo or sample received for evaluation. We will continue to monitor related reports to determine if additional actions are necessary.